Event description:
It was initially reported that the ats 3000 tourniquet was providing over pressurization on one side. The device is inflating to a pressure reading of 350-400 instead of the ideal 250. Additional clinical information determined that the issue occured during a surgery and there was patient involvement but no patient harm or surgical delay. There was no alternate device retrieved for use.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service records indicates that the device was manufactured on 09/17/2012 and was previously returned on (B)(4) 2013. The device was returned to (B)(4) for evaluation and repair. Evaluation of the device observed that the second cuff was set to inflate to 250 mmhg, however it inflated to 500 mmgh. Prior to repair, the device did not meet calibration and functional specifications due to the second cuff inflating past and set pressure. Repair of the device included replacement of the cpu board. The cause of the reported issue was most likely due to a defective cpu board. The cpu board is two years old and may have become faulty from use over time. The device was serviced and returned to the customer.